Event description:
This lead was capped five years ago and replaced with an OEM lead. The local rep had no information as to why it was capped and no other information was able to be obtained. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.